Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On approximately 08/06/2022 around 07:00pm, the patient was in the kitchen when they experienced loss of consciousness without any warning symptoms. The cgm reading was 45 mg/dl, but no alert was heard. The low alert was set to 75 mg/dl. The wife treated the patient with glucose shots (most likely glucagon) and called the emergencies. When the paramedics came the patient had regained consciousness but was still lying on the floor. When a fingerstick was taken but the cgm and blood glucose reading were low, but no specific reading was remembered. The patient received intravenous treatment with glucose. The patient was offered to be brought to the hospital but declined this and recovered at home. The paramedics left around 08:40pm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.